Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg as the pocket was too deep. The pocket was revised and the ipg remains implanted in the patient. The patient was doing well postoperatively.